Manufacturer narrative:
The reported incident that plate anchorage mtp / cross plate - left was alleged of issue s-12 (implant breakage after surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by overloading due to an early weight bearing. It was reported that the ¿patient was non compliant¿ and ¿started walking on [his foot] too early¿. Please note that the instruction for use (v15095 rev b anchorage non sterile ((B)(4))) reads: ¿the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis.¿ therefore this case is classified as patient related. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
It was reported by the sales rep, patient was noncompliant, patient had revision due to plate and compression screw being broken. Screw broke at distal end about three quarters down. Other screws did not break. No further information and records available due to hospital policy.